Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex hf1400, an external fluid leak occurred. It was reported the tubing was pulled on the small auto effluent bag when removing it from the packaging, causing a leak in the bag. Treatment was started even though the fluid was leaking. There was patient involvement but no adverse event or medical intervention was reported. No additional information was provided.